Manufacturer narrative:
Device passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Pump passed the delivery accuracy test. No excessive no delivery alarm noted. Device received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and stained address or serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 223 mg/dl at the time of the incident and current blood glucose was 117 mg/dl. Customer alleging possible pump under delivery. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with insulin pump. Customer will return device for analysis.